Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure the patient experienced side branch closure and a myocardial infarction. The target lesion was a de novo lesion located in the proximal left anterior descending artery with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 mm x 16 mm promus element stent with 0% residual stenosis. Following the placement of the stent, the patient was noted to have some chest discomfort with apparent closure of the diagonal branch and beta blocker was added to medications. Post index procedure prior to discharge, the patient was noted to have elevated troponin value and a myocardial infarction was reported (peak troponin = 2.045 ng/ml, uln= 0.1 ng/ml). The patient was treated with a beta blocker. The event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer :as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).